Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during dwell 3 of 5. The baxter technical representative (tsr) had caller recycle power on hc and explained the alarms. The tsr asked the caller to contact medical personnel regarding the air detect alarm while being connected. The home patient (hp) was not feeling well. The caller will call back if there were any problems or questions. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was undetermined. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).